Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Additional codes: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven years and nine months following the implant of this transcatheter bioprosthetic aortic valve, the patient experienced onset of shortness of breath and chest tightness. The patient presented four days later to the emergency department and an exam revealed bibasilar crackles with 92% oxygen saturation on room air. A chest x-ray noted increased pulmonary vascular congestion. Testing noted an elevated b-type natriuretic peptide (bnp) of 13591 picograms per milliliter (pg/ml) which was concerning for congestive heart failure (chf). Per the physician, the elevated bnp and chf were exacerbations of the patient¿s underlying heart failure. Troponin levels negative on three separate tests. Cultures were negative. The patient was admitted five days following onset of the event and started on intravenous therapy (IV) lasix, a nebulizer, and 2-liter oxygen. The oxygen was increased to 15-liter after oxygen saturation decreased to 84%. Echocardiogram showed an ejection fraction (ef) of 35-40%, moderate global hypokinesis, grade ii-IV left ventricle diastolic impairment, moderate aortic regurgitation, severe mitral regurgitation (mr), and moderate to severe tricuspid regurgitation (tr). Two days following hospitalization, acute hypoxic respiratory failure oc curred. The patient remained at varying oxygen flow rates throughout hospitalization. A transesophageal echocardiogram (tee) noted a torn and prolapsed anterior septal mitral leaflet with severe aortic insufficiency (ai), mild to moderate paravalvular leak, and moderate aortic stenosis. The severe aortic valve regurgitation was due to the torn and prolapsed mitral leaflet of the dysfunctional bioprosthetic valve. Four days following hospitalization a diagnostic right and left cardiac catheterization was performed. Pulmonary capillary wedge pressure (pcwp) was 22 millimeters of mercury (mmhg) with a mean of 23mmhg. Left anterior descending artery (lad) to obtuse marginal arterys- (om1) included chronic total occlusion (cto). Myocardial loss index (mli) of left internal mammary artery (lima) to lad were patient and saphenous vein grafts (svg) of om1 was patent. Patient was transferred to a different facility to begin workup for valve reintervention. A cardiac catheterization was performed. The patient became hypotensive with sudden asystole and cardiac arrest. Advanced cardiovascular life support (acls) efforts were unsuccessful. Seven days following the hospital admission the patient died. Per the physician the cause of death was cardiovascular in nature with cardiac arrest and pulseless electrical activity(pea). Per the physician, the death was related to the prosthetic valve dysfunction. No autopsy was performed.

Manufacturer narrative:
The device history record (DHR) for valve with serial number (B)(6) was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl)/aortic regurgitation could be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. It was reported that the severe aortic valve regurgitation was due to the torn and prolapsed mitral leaflet of the dysfunctional bioprosthetic valve. However, with the information provided and no images to review, a conclusive cause for this report was not able to be determined. Stenosis of bioprosthetic valve could be due to structural valve dysfunction (calcification), thrombosis, and/or non- structural dys function (e.g. Pannus, obstruction). Several factors could contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities), pharmacological factors, and/or intrinsic properties of the valve I tself. With the information provided, no images for review and no device returned for evaluation, a conclusive cause for this report was not able to be determined. Patient was transferred to a different facility to begin workup for valve reintervention. A cardiac catheterization was performed. The patient became hypotensive with sudden asystole and cardiac arrest. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Asystole and cardiac arrest are also known potential adverse effects per the device IFU, and a conclusive cause could not be determined from the information available. The relationship between duration of implant and these incidences at approximately seven years and nine months following the implant of this valve cannot be determined from the information provided. It was reported that ¿a cardiac catheterization was performed. The patient became hypotensive with sudden asystole and cardiac arrest¿. It is not clear per the event description if the reported hypotension with sudden asystole and cardiac arrest¿ was related to the cardiac catheterization. The relationship between the hypotension with sudden asystole and cardiac arrest to the device could not be established. Advanced cardiovascular life support (acls) efforts were unsuccessful. Seven days following the hospital admission the patient died. Per the physician the cause of death was cardiovascular in nature with cardiac arrest and pea. Per the physician, the death was related to the prosthetic valve dysfunction. No autopsy was performed. The report of death at approximately seven years and nine months post-implant was ascertained to be cardiovascular; however, it was unknown if the device or procedure contributed to the patient death, and detailed information about the event was not available as no explant or autopsy was performed. With the information available, no conclusive assessment could be made regarding the relationship of the device to the patient death. Updated h6 - eval code method, eval code result and eval code conclusion corrected e2 and e3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.